Event description:
It was reported that this right atrial (ra) lead exhibited noise. The noise was seen on the electrogram (egm). Moreover, the device appears to be functioning as programmed and lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).